Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-32927. It was reported the patient was unable to receive adequate therapy/stimulation due to invalid impedance. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.